Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:(9735773), ubd: unknown, UDI: unknown product ID:(9735787), ubd: unknown, UDI: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. (B)(6) applies to unable to boot or power on. (B)(6) applies to flashing light on err on the main cart ups. (B)(6) applies to system powered on but shut down shortly after. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a system was unable to boot or power on. The issue persisted despite attempts to troubleshoot by trying another outlet and disconnecting the camera and main cart. When the battery was disconnected from the uninterrupted power source (ups) on the main cart, the system powered on but shut down shortly after. A red flashing light was observed on "err" on the main cart ups. There was no patient involvement.

Manufacturer narrative:
H3: the battery (product: battery 9735773 48v s8 svc, serial/lot: (B)(6) was returned to the manufacturer for analysis. Analysis found no failure. The uninterrupted power supply (ups) (product: ups 9735787 main cart s8 svc, serial/lot: (B)(6) was also returned to the manufacturer for analysis. Analysis also found no failure. H6: codes d01, b01, c19 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6). Codes d14, b01, c19 applies to the battery (product: battery 9735773 48v s8 svc, serial/lot: (B)(6) and to the uninterrupted power supply (ups) (product: ups 9735787 main cart s8 svc, serial/lot: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 updated fdd coding: removed a0708. Added a1102. A070803 <(>&<)> a110201 applies to unable to boot or power on. A1102 applies to flashing light on err on the main cart ups. A0719 applies to system powered on but shut down shortly after. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.